Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Manufacturer narrative:
After the original medwatch was sent, the device used in the reported event was returned to aci for investigation. The reported balloon loss of pressure appeared to have been caused by a longitudinal tear approximately 4.5 mm from balloon proximal tip. Based on the information provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1101202) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent an unknown coronary catheterization procedure on an unknown date. Access was obtained at the right common femoral artery (rcfa) via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess the suitability of closure. Post procedure, the physician (name and training status unknown), chose the mynx to close the femoral artery. It was reported that when the physician pulled the balloon back towards the arteriotomy, a balloon rupture occurred. The physician removed the device and converted the patient to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged with no report of clinical sequela. No further information was provided.